Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. The archive was returned to the manufacturer for evaluation. It was reported that the registration pattern did not cover a significant portion of the posterior forehead and that the temples of the patient were drawn on in the registration. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a transphenoidal direction functional endoscopic sinus surgery (fess), an imprecision of three millimeters was observed at the base of the skull. Accuracy was noted to be fine in the sinus of the patient. During registration, the reference frame was noted to be appearing off of the patient's forehead. The surgeon opted to complete the procedure accounting for the imprecision. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.